Manufacturer narrative:
Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for high rate non-sustained episodes and impedance variations on the right ventricular (rv) lead. It was also noted that there was oversensing, noise, short v-v intervals and a possible fracture of the rv lead. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.